Event description:
Caller reported a cartridge alarm 20, and there was no adverse impact to the customer's blood glucose level. Customer used mdi as backup therapy, while tandem technical support confirmed the alarm with consecutive cartridges. Technical support decided to replace the pump as it was within warranty. They provided instructions for putting the pump into storage mode and advised on returning the problematic pump. Caller was informed to program settings and connect their cgm to the replacement pump, which was shipped without the need for a signature upon delivery.